Event description:
It was reported that while in the cardiac care unit (ccu) the md inserted the intra-aortic balloon (iab) via a sheath. After insertion the md found that there was no augmentation. A chest x-ray was taken to identify the position of the iab. The balloon was positioned okay, but that membrane was not inflating. As a result, the md tried to inflate the iab manually with a syringe. The iab could not be inflated. The md removed the iab and inserted another iab. There was no reported pt death, injury, or complications. Medical/surgical intervention was not required. The pt outcome is listed as good. It was noted that the intra-aortic balloon pump used for this pt was an acat 1, serial# (B)(4).

Manufacturer narrative:
(B)(4).